Event description:
It was reported that while using the fast-fix 360, both anchors deployed with the first push of handle. Product bent with normal use.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.